Event description:
It was reported that the guidewire was difficult to advance and retract in the catheter. During a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation, a farawave pulsed field ablation catheter was used. The catheter was inserted without any difficulty after the transseptal puncture was performed. Prior to insertion catheter deployment was tested successfully and the guidewire was able to advance inside the lumen. The left pulmonary veins were ablated, and the catheter array was deployed to the flower shape to move to the right veins, but it was found that the guidewire was difficult to advance and retract. Several attempts were made to advance/retract the guidewire before it was removed from the patient for more testing. It was found that when the catheter array was deployed to the basket shape, it was not so difficult to manipulate the guidewire, but when it was deployed to the flower shape it became very difficult to advance the guidewire. The guidewire was replaced, but the same issue was encountered. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.